Manufacturer narrative:
The optimo 9fr sheath (tokai medical) was not returned with the react 71 catheter. The optimo 9fr sheath has an inner diameter of 0.093¿, as per an online source. The react-71 catheter has a labeled max outer diameter of 0.0855¿. Therefore, it appears the optimo 9fr sheath is compatible with the react-71 catheter. The react-71 catheter total length was measured to be ~142.7cm and the useable length was measured to be ~136.0cm which is not within specification (specification: 132cm +3/-0cm). No damages or irregularities were found with the react-71 hub. No bends or kinks were found with the react-71 catheter body. However, the react 71 catheter body was found stretched from ~20.5cm to ~9.0cm from the distal tip. No damages were found with the reac-71 distal marker/tip. No breaks or separations were found with the react 71 catheter. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reports of ¿resistance in guide catheter/sheath¿ and ¿catheter separation/break¿ could not be confirmed. Although the react-71 catheter was found stretched, there was no breaks or separations. It is likely the react-71 catheter became stretched due to excessive force against the reported resistance. However, the cause for the resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the react-71 catheter broke. The patient was undergoing surgery for treatment for acute ischemic stroke (ais). It was reported that the devices were prepared according to the instructions for use (IFU). When the react catheter was delivered into the optimo sheath, resistance was felt. Once removed from the patient's body, it was noticed a part about 15 cm from the tip of the react catheter was broken. There were no patient injury as a result of the event. Ancillary devices include a phenom 27, optimo sheath.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that the patient was being treated for occlusion of the m1 segment. Vessel tortuosity was severe. The resistance with the sheath was at the proximal end. The broken segment of the react catheter was successfully removed from the patient's body. The catheter was replaced with a new react catheter of the same model and the procedure was able to be completed safely. There was no harm or injury to the patient.